Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after an unknown procedure. Reportedly, a cuff miss occurred. The method of achieving hemostasis is not specified. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported cuff miss was not confirmed. Inspection of the returned device indicated that the posterior cuff successfully captured the needle during the plunger deployment, but the link was detached at the swage end of the posterior cuff during the needle plunger retraction. Link detachment would have resulted in a failure to retrieve the suture and could appear very similar to the reported cuff miss. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.